Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert occurred around the time the issue began. There was no adverse impact to the customer's blood glucose level. Customer used original charging supplies, experienced no pump shutdown or inability to turn pump back on, and issue resolved when pump began charging, so no further assistance was required.